Manufacturer narrative:
Device discarded by customer. The impella 5.0 pump was not returned by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) years old white male patient, impella 5.0 was attempted to be inserted via axillary approach, resistance was met, the physician used a 23fr sheath but upon removal a kink and crack at the valve caused about one (1) liter of blood loss. As a result, five (5) units of packed red blood cells (prbcs) was given and axillary insertion was aborted.